Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high out-of-range (oor) pacing impedances and was found to be fractured. The physician surgically abandoned and successfully replaced the lead. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.